Manufacturer narrative:
G4: 07feb2020, b4: 12feb2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/02/2019.

Event description:
The customer reported a touch screen failure. The manufacturer's international service technician evaluated the device and confirmed the reported the touch screen failure problem. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.